Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The product is not available for investigation. Trend is tracked and monitored.

Event description:
It was reported an implant driver peek broke; no injury resulted. As per attached email: the metal driver is 25379*1 , the complaint reason input in cf addition information/ discerption , that is abrasion & can not stuck the implant, other tools are broken.